Event description:
A patient was implanted with a pdc vivo device at c4-5 on (B)(6) 2024. At eighteen months postop the superior endplate had migrated. No patient symptoms or additional medical intervention was reported.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a pdc vivo device at c4-5 on (B)(6) 2024. At eighteen months postop the superior endplate had migrated. No patient symptoms or additional medical intervention was reported. A review of the DHR found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harm. The device remains implanted within the patient; therefore, no device evaluation could be completed at this time. Imaging was received that showed the migrated implant. There were no anomalies identified during the complaint investigation. A reason for the implant migration is unknown. The submission is 1 of 1 devices involved in this event.